Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist connected to the server, checked the site down query, and saw that the messages were at 4000 but were draining. The issue resolved itself. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing or were slow to cross from epic to device, causing the machines to remain in override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.